Manufacturer narrative:
Checking the manufacturing charts of the involved lots #20bn00x and #14hm069, no pre-existing anomalies were found on the devices manufactured with the same lot #s. This is the first and only complaint received on those lot #s. We submit a final MDR as soon as the investigation is complete.

Event description:
During a hip surgery performed on (B)(6) 2024, variations in the fit of the minima s trial modular neck # 5 (product code 9045.03.205, lot #20 bn00x) and of the minima s lateralizing trial modular neck #5 (product code 9045.04.205, lot #14hm069) when coupled to the broach were experienced. According to the received information it was suspected that trial components don't reproduce the definitive implant. Surgical time extended of 15 minutes due to the issue. Event happened in japan.